Event description:
It was reported that the patient presented at home with nurse visit. The patient's implantable cardioverter defibrillator (ICD) was unable to be interrogated. No changes were made. The patient was stable.